Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was instructed to report to the emergency department (ed) after having a low hemoglobin & hematocrit (h&h) on lab work. The patient reported mild fatigue but had no other symptoms. H&h was 6.5 and 23. He was transfused 1 unit of packed red blood cells (prbcs). He reported that his condition had improved. H&h following transfusion was 7.1 and 24.4. He was sent home from the ed and did not require an admission to the hospital.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient was instructed to report to the emergency department on (B)(6) 2019 after having a low hemoglobin and hematocrit (h&h) on their lab work. The patient reported mild fatigue but had no other symptoms. The patient was transfused 1 unit of packed red blood cells (prbcs). The patient reported that their condition had improved, and their h&h values increased. The issue resolved and the patient was sent home from the emergency department and did not require an admission to the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.